Event description:
Customer reported having high blood glucose levels above 170 mg/dl. Customer reported taking a correctional bolus, then eating, and later being unresponsive due to a low blood glucose level. Customer's husband administered a glucagon shot and called paramedics who administered an additional glucagon shot. Customer's blood glucose level at the time of the paramedics' arrival was 48 mg/dl. Customer was still unresponsive, so paramedics administered a third glucagon shot and took the customer to the hospital. Blood glucose level at the time of admission was 40 mg/dl. Reason for hospitalization was a hypoglycemic event. Blood glucose level was 147 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.